Event description:
A malfunction alarm was reported by the customer, displaying a resettable malfunction code. There was no adverse impact to the customer's blood glucose level. Initially, the customer was unable to reset the pump due to a lack of charging supplies and was advised to call back. Later, the customer successfully reset the pump on their own, and it was functioning normally. Technical support followed up to confirm there were no recurring issues, and the customer was instructed to reach out again if any malfunctions reoccurred.